Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope bad angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign objects and due to the wear of the angle wire, the bending angle in the up direction was not meeting the standard value. Additionally, due to the wear of the angle wire, the play of up down knob was out of the standard value, due to the deformation the right left knob did not move smoothly, due to the deformation of the scope connector, the water tightness was lost, the adhesive on the bending section cover had a chip, the scope connector was dirty due to water leakage, the connecting tube had a dent, and each of the following had a scratch: the bending section cover, the right left knob, the forceps elevator knob, switch 1, the scope connector, the scope connector cover unit, the protector of the universal cord on the scope connector side, the protector of the universal cord on the control section side, the universal cord, the image guide protector, the grip, the switch box. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: h10 (information regarding the customer's reprocessing steps was inadvertently missed on the initial) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning, the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with a detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.